Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, changes in impedance, oversensing, or failure to deliver pacing.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the pacemaker has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or receipt of additional information.

Event description:
It was reported that this patient was admitted to the hospital for an unrelated condition. During evaluation, noise, oversensing, and pacing inhibition were observed on the right ventricular (rv) lead connected to this pacemaker. It was noted that inappropriate episodes due to noise had been stored on the device for several months. Additionally, pacing impedances on the rv lead had decreased although they remained within normal limits. The rv lead was surgically abandoned and replaced. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.